Event description:
A report was made to intera clinical staff by a healthcare provider alleging a malfunction in an intera 3000 hepatic artery infusion pump implanted in a patient. The pump is used for intra-arterial delivery of approved infusates and the intra-arterial flow rate of the pump as manufacturered is 1.2 ml/day. The intera 3000 hepatic artery infusion pump IFU states the permitted flow rate is specified on the label with a +/-15% allowance. The implant date was (B)(6) 2022. The healthcare provider provided the following refill information and self-calculated flow rates: between 01/27/2022 - 01/31/2022 (inpatient refill) 18 ml residual over 5 days = calculated flow rate of 2.4ml/day. Between 01/31/2022 - 02/07/2022 (outpatient refill) 18.5ml residual over 7 days = calculated flow rate of 1.6ml/day. Between 02/07/2022 - 02/14/2022 (outpatient refill) 15ml residual over 7 days = calculated flow rate of 2.14ml/day. Between 02/14/2022 - 02/28/2022 (outpatient refill) 0 ml residual over 14 days = minimum calculated flow rate of 2ml/day. 02/28/2022: "sideport' was flushed. Between 02/28/2022 - 03/07/2022 (outpatient refill) residual was 19.5ml = calculated flow rate1.5ml/day. Between 03/07/2022 - 03/17/2022 (outpatient refill) residual was 17 ml over 10 days = calculated flow rate 1.3 ml/day. No patient harm or patient complications were reported. The healthcare provider confirmed the patient did not have exposure to heat, did not travel via plane or spend time at high elevation. The exact infusates were not provided at the time of this report. Follow up communication on 04/05/2022 with the healtcare provider was conducted and they stated that the calculated flow rate was '1.3-1.4 ml/day over the past several weeks.' The most recent refill was reported to be conducted on 04/04/2022, with a residual of 20.5 ml over 7 days and a calculated flow rate of 1.35 ml/day.

Manufacturer narrative:
At the time of this report, pump explant is not planned and therefore the device cannot be physically evaluated to confirm the complaint. The device history record for this device was evaluated and it was determined there were no nonconformances or deviations associated with this device as manufactured. At this time, the root cause of the complaint is not confirmed. This report is being made as a malfunction report based on the calculated flow rates reported by the healthcare provider being outside of the labeled flow rate range, although the healthcare provider reported that the most recent refills had calculated flow rates within specification as stated in the event description. If further information is received at a later date, a supplemental report will be filed.